Event description:
The customer reported that they experienced a two minute outage of telemetry patients. The system recovered on its own. There was no patient or user harm associated with this event.

Manufacturer narrative:
The customer reported that the issue resolved on its own. Tech support remotely connected and confirmed all xhibit telemetry receivers were online and reporting. Cause of failure was not established.